Manufacturer narrative:
No report of patient involvement.the ge healthcare service representative replaced the vent engine.

Event description:
During a planned maintenance visit, the ge healthcare service representative noted a high pressure condition was observed in pressure mode of ventilation. There was no report of patient involvement.